Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer had symptoms of their blood glucose levels such as nauseous. The customer treated with bolus. Customer's current blood glucose value was 347 mg/dl and the blood glucose was 404 mg/dl at the time of incident. Troubleshooting was performed. The customer had went to urgent care on (B)(6) 2018 at about 2 pm. The blood glucose value when admitted to hospital was 380 mg/dl. The customer complained about hyperglycemia and vaginal or ear infection. The customer wearing the pump at time of hospitalization. Drive support cap appears normal. Customer reports insulin exited at the qr. There were no leaks or air bubbles. The product was not returned for analysis.